Event description:
It was reported that the patient with this right ventricular (rv) lead has been feeling out of breath and tired due to the rv lead being dislodged. The rv lead remains in service. No adverse patient effects were reported.